Event description:
It was reported that pump experienced malfunction with displayed malfunction code and could not be reset. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup after consulting healthcare provider, and technical support arranged replacement pump.